Event description:
The customer reported the aa4204vl silicone single piece lens tore on advancement. There was no patient contact. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed half of the lens and part of the other haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion - (unable to confirm): based on the complaint history and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).